Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216693441, was returned and analyzed. Visual inspection of the mapping catheter showed the loop was misshaped, ripped and damaged. The introducer was removed and was not sent. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the loop kink and damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter became stuck in the introducer. It was noted that the mapping catheter was kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.